Event description:
It was reported by the clinician, that the catheter was inserted into the left internal jugular. During dialysis, it was noticed there was a hole or crack at the base of the extension line near the junction hub. The pt was taken back to the operating room and they replaced the catheter. During the removal of the catheter, the extension line "ripped off". There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.